Manufacturer narrative:
The device was not returned to b+l for evaluation. Therefore, a product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on current information the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that delayed onset of toxic anterior segment syndrome (tass) occurred in seven patients. In this case the patient experienced tass in left eye. Physician suggested this issue only appears in cases involving bilateral simultaneous surgery. Additional information has been requested, but has not been received. This report is for patient 2 of 7.